Event description:
The surgeon experienced a tear in the posterior capsule during the polish. The tear was in the center of the capsule and visible. This was the surgeon's first use of a straight mst soft I/a tip. A sulcus iol was implanted to complete the procedure. No vitreous came forward and a vitrectomy was not required.

Manufacturer narrative:
The eval of the returned tip showed that the silicone sleeve had been torn and damaged which was thought to be due to mishandling of the tip.